Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegation of perforation. Surgery was confirmed, it is reasonable to assume, if there was a patient heart perforation, that this would lead to surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it was found that the lead had perforated the heart wall. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The information obtained was not sufficient to confirm the allegation. Therefore, the complaint investigation conclusion code is known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it was found that the lead had perforated the heart wall. No additional adverse patient effects were reported.